Manufacturer narrative:
The investigation determined the service actions resolved the issue. This event occurred in (B)(4).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 19.28 ng/l and this value was reported outside of the laboratory. At the time the initial value was generated, the analyzer generated reagent error flags on some sample results. The field service engineer was dispatched to solve the issue encountered with these errors. The engineer checked the analyzer and found that the sample probe was in an abnormal position as it was too close to the reagent pack surface. It would scratch the reagent pack surface randomly. The issue was fixed by the engineer. The physician requested a repeat of the complained sample. This sample was then repeated, resulting with a troponin t value of 8.3 ng/l. A second sample was also collected from the patient, resulting with a troponin t value of 7.5 ng/l. The troponin t reagent lot number and expiration date were requested, but not provided.